Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with greater than eight seconds of asystole. It was noted that the device oversensed the minute ventilation (mv) signal. The patient was symptomatic and passed out. Patient isometrics were performed which revealed stable impedance measurements. Programming and troubleshooting options were discussed. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the device was reprogrammed and no further actions were required. No additional adverse patient effects were reported. The lead remains in service.